Event description:
Caller reported an issue with a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller planned to reset the pump when ready, intending to follow up if the issue persisted. The customer did not have charging supplies at the time and was advised to call back once ready to proceed with the reset.